Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 1113ml/hr and 1002ml (dl: clind900) and the pump tested in specifications. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: problem: over infusion of normal saline. Limited information at this time. According to customer, rn was giving two fluids one was an antibiotic (name unknown) and normal saline. A 1 liter bag of normal saline was hung at approx 1800 and was entered into the pump to run at 100ml/hr. When the bag was check approx 1.5-2 hours later the entire bag had infused. Pt stable without any follow up or treatment other than monitoring. No injury reported.